Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, there was difficulty encountered after an introducer sheath in the right femoral artery was removed and the perclose device failed to respond as expected and became caught in the artery. A vascular surgeon performed exploratory surgery to locate and remove the device. The vessel was then surgically repaired and closed, with no reported adverse patient effects. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).